Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device following initial interrogation prior to implantation exhibited fault code 13 and fault code 15.